Event description:
It was reported that the insulin pump had a blank display. Confirmed that the customer did not remember the blood glucose reading at the time of the call. The customer stated that the insulin pump would not power on, and he declined troubleshooting. He requested return of the original insulin pump he had had originally instead. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.